Event description:
Patient underwent a procedure using the medtronic affera ablation system on (B)(6) 2026. Post procedure device check showed pacing impedance >3000 ohm and shock impedance > 150 ohm. No sensing observed on ra and rv channels of dx lead. Loss of capture was observed at 1.7 v at 0.4 ms. It is unclear whether there was contact between the ablation system and the biotronik system. Physician declined to attempt to pace at higher outputs to test. Physician requested rep to turn off pacing, pacing stopped when device was programmed. Patient is currently connected to temporary pacemaker. Device remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.